Manufacturer narrative:
Patient has a fractured patella. A revision surgery is planned. Poly inserts will be exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient has a fractured patella. A revision surgery is planned. Poly inserts will be exchanged during the procedure.

Manufacturer narrative:
A revision surgery occured. The patella implant was reported to have loosened and two of the pegs on the patella had been sheared off. Review of the lot history record indicates the device was manufactured to specification.

Event description:
A revision surgery occured. The patella implant was reported to have loosened and two of the pegs on the patella had been sheared off.